Event description:
It was reported that the patient underwent a plif at l4-5 using rhbmp-2/acs. Postoperatively, the patient reportedly received nerve damage and chronic pain in her left leg.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008 , the patient presented with following pre-op diagnosis: recurrent herniated l4-5 disk with severe right l5 radiculopathy and degenerative lumbar disk disease, l4-5. The patient underwent following procedures: reexploration of the lumbar spine with revision, right l4-5 microforaminotomy and microlumbar discectomy. Transforaminal interbody fusion, l4-s, using peek cage implantation with bone morphogenetic protein-2 and local bone graft. Posterolateral fusion, l4-5. Pedicle screw fixation, same levels, using horizon legacy peek rod-screw fixation, including somatosensory evoked potential (ssep) and electromyogram (emg} monitoring . Local bone graft with graft matrix / bmp2 bone graft augmentation . Per op-notes, "rhbmp2 was reconstituted at this point in time. A single bmp sponge was placed into the cage itself. The disk space was then thoroughly irrigated in an inside-out fashion with antibiotic solution. After reinspection of the disk to be sure it was cleaned of disk and cartilage endplate, the cage was impacted into place, turned, and seated in the anterior one-third of the disk space with a firm tight fit being appreciated. A second bmp sponge was then placed into the disk space and packed across the midline. The remaining empty space in the disk space was filled with local bone graft that was cleaned of soft tissue debris and morselized."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.